Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and observed a defective tip clamp. The fe replaced the defective tip clamp and verified the repair by running several splld runs and a sample plate. The fe inspected all other tip clamps and plunger clamps and all were functioning as expected. Repairs have returned this instrument to expected operation.

Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B)(4).